Event description:
A nurse reported a poor aiming beam that was seen during a case. Another probe was used to complete the case. There was no pt injury. The reported probe will be returning for in-house testing.

Manufacturer narrative:
The reported probe is being sent back for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).